Event description:
It was reported that the buttons were not responding properly. It was also stated that the customer no longer trusted the insulin pump due to no insulin exiting during a bolus that was programmed. The customer experienced high blood glucose levels and no delivery alarms as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.